Manufacturer narrative:
It was reported that the tart disconnected alarm was present. The sensor cable was wiggled and then replaced but it did not resolve the issue. The circuit was set up and primed on (B)(6). On 2023-12-13 the information was received that the product was exchanged during treatment. No harm to any person has been reported. The affected hls set was investigated in the getinge laboratory on 2024-05-15 with the following conclusion: during visual inspection, traces of corrosion were found on the sensor housing and circuit board, besides the internal components. Residues of liquid were present in the sensor housing itself and on the entire hls module. During the leak test, leaks where found in the blood outlet connector, the luer from the de-airing membrane, the arterial sensor housing, and the emergency gas outlet. Additionally, the part sensor failed during functional testing. Both of the previous failures were not reported by the customer and are most likely due to further damage that may have occurred during return transportation between the end of application and the start of complaint processing, or intensive cleaning activities. The root cause of the reported failure was determined as an electrochemical corrosion of the electronic components due to an electrolyte such as saline solution or priming liquid. Therefore, it can be assumed that the failure of the tart sensor occurred subsequently - during use - and was therefore fully functional when the set was delivered. In the instruction for use of the hls set in chapter ¿safety instructions for the oxygenator¿ it is stated that the temperature sensors have to be checked before each use. Further in case of a failing arteria temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter 5.3.3 "connecting external temperature sensors"). Furthermore, in the chapter 6.2 ¿priming the system, leaks and bacterial growth from pre-priming¿, it is stated that ¿a system that is filled too early (pre-priming) can lead to bacterial growth in the system and infections in the patient. Pre-priming can also cause tubes to widen, air bubbles to form in the system, and air embolism in the patient. Only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off¿. The production records of the affected product were reviewed on 2023-12-01. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "tart disconnected alarm" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).

Event description:
It was reported that the tart disconnected alarm was present. The sensor cable was wiggled and then replaced but it did not resolve the issue. The failure occurred during treatment. The circuit was set up and primed on november 16th. On (B)(6) 2023 the information was received that the product was exchanged. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
UDI related data quality updates onlythis follow-up emdr is submitted to include the UDI number for device related to this event, please refer to section d4 unique device identifier (UDI) for the complete UDI number. The investigation results have not been changed since the last emdr (mfg report number 8010762-2023-00628).